Event description:
In 2002, one syringe of artz dispo was given into the pt's left knee. During two night in 2002, both legs were largely swollen. The following day 100ml of synovial fluid was drained from the left knee. On the next day 80ml of synovial fluid was drained on a day later, 60ml of synovial fluid was drained. The following day, synovial fluid was drained again from the left knee, then orgadrone (dexamethasone sodium phosphate) was injected. Pt's symptoms were improved a little, but still with pain and swelling. Six days later pt received another treatment, and the edema of both legs was improved on the following day pt is able to walk with a stick: pt has a limitation of excursion in their left knee: pt is still receiving a treatment of arthrocentesis and injection of orgadrone.